Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿directions for use: 1. Place ureteral catheters into desired position. 2. Insert edelman catheter into the urethra and inflate the 5cc balloon when catheter is positioned in the bladder. 3. Insert the ureteral catheters into the side ports (which are pre-slit for convenience) until the distal ends of the catheters protrude from the drainage lumen of the edelman catheter. 4. The excess length of the ureteral catheters can be trimmed off if desired. 5. Connect the drainage funnel of the edelman catheter to a urinary drainage bag." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter was difficult to remove and would not deflate. The surgeon inserted pollocks and the edelman foley prior to the surgeon portion of the procedure. Orders were given to remove pollocks and insert regular foley at the completion of the case. After completion of the case, the nurse attempted to remove the foley; the pollocks were removed without difficulties and intact. The foley balloon would not collapse. The nurse cut a suture tied around the foley and that did not make a change. Several attempts were made to retract water from balloon without success. The surgeon then attempted the same procedural routine with no success; the surgeon then cut the foley hoping to drain balloon, with no success. Finally, the surgeon was able to manually feel that the balloon was not deflated. The foley came out with manual help from surgeon. The balloon was still intact, and still full of water. After outside of the patient, the surgeon and nurse attempted to empty the balloon just as a trouble shooting method, after manipulation and cutting. The balloon still remained with water in it, and intact. The patient was examined via surgeon and the nurse; there was no bleeding noted at this time. The nurse then placed a regular 16 french foley in bladder without difficulty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was difficult to remove and would not deflate. The surgeon inserted pollocks and the edelman foley prior to the surgeon portion of the procedure. Orders were given to remove pollocks and insert regular foley at the completion of the case. After completion of the case, the nurse attempted to remove the foley; the pollocks were removed without difficulties and intact. The foley balloon would not collapse. The nurse cut a suture tied around the foley and that did not make a change. Several attempts were made to retract water from balloon without success. The surgeon then attempted the same procedural routine with no success; the surgeon then cut the foley hoping to drain balloon, with no success. Finally, the surgeon was able to manually feel that the balloon was not deflated. The foley came out with manual help from surgeon. The balloon was still intact, and still full of water. After outside of the patient, the surgeon and nurse attempted to empty the balloon just as a trouble shooting method, after manipulation and cutting. The balloon still remained with water in it, and intact. The patient was examined via surgeon and the nurse; there was no bleeding noted at this time. The nurse then placed a regular 16 french foley in bladder without difficulty.